Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings, leaks and occlusion from the reservoir. The customer's blood glucose reading was 178 mg/dl. The customer mentioned that insulin came out of her body when she removed the set. The customer was not sure if her basal rates were running. The customer declined to troubleshoot for leak.